Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of a 51 mm in diameter abdominal aortic aneurysm. The proximal neck was 20-19-22mm in diameter and 40mm in length. The left common iliac artery was 11-12-13mm in diameter and the right common iliac artery was 11-12-13mm in diameter. The right external iliac artery measured 8mm in diameter and the left external iliac artery measured 9mm in diameter. It was reported that after implant of the endurant ii graft system,the physician noted a stream/pooling of contrast on the screen-left side of the main body. This contrast was flowing into the aaa sac. A 25x25x49 endurant cuff was successfully implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.